Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with undersensing on the atrial lead. Low out of range lead impedance was also observed. Previously, the device was programmed to avoid oversensing. Recommended programming changes will be made during the patient's next visit. The patient was stable.